Event description:
It has been reported to philips that the azurion system was not turning on. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the power supply fantray and dcps unit and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. During troubleshooting, found that the system power supply was defective. Fse confirmed the cause of issue was power supply fan tray and dcps. Fse replaced pdu(power distribution unit) fan tray and dcps (direct current power supply). After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.